Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed. Customer continued to see missing segments after replacing the battery or after running the self test. No harm requiring medical intervention was reported. Mmt-1886l was requested and customer response was the device will be returned.

Manufacturer narrative:
After battery installation unit gave an unexpected partial display with horizontal lines on display due to bent lcd image area. Unable to perform self test due to display anomaly. Unable to download history files and traces using thump due to missing segments partial display. Pump was cut open to perform visual analysis and found a bent lcd image area. Test p-cap locked properly into reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, cracked battery tube threads, cracked belt clip rails, and label damage(faded/stained/peeling). Alleged missing segments/partial display was confirmed due to bent lcd image area. Unable to download history files using thump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.